Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back underneath the therapy pads. The patient reported skin was red itchy bumps and no broken skin. The patient does have a history of eczema. The doctor advised the patient can remove the device when wife is present to allow irritation to heal. Follow up indicated that the irritation has improved.